Event description:
Caller reported an issue with pump touchscreen responsiveness, noting that the screen was frozen and unresponsive, though it was not cracked or shattered. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Customer reverted to an alternate method of insulin therapy.